Event description:
Acct. Reports they have had 4 incidents in which they have been unable to disconnect the injection site from the end of their central lines. States they use cook central lines and have had to cut the injection site off and repair the lines. These incidents occurred on peds patients and the nurses are concerned about infection risk due to the repair of the lines. No injuries reported with these incidents.